Event description:
(B)(4). I have bloating, painful and heavy periods, severe mood swings, insomnia, anxiety, panic attacks, no sex drive, painful intercourse, pelvic pain, lower back pain, hair loss, weight gain and inability to loose weight, migraines, loss of vision, muscle spasms, sharp pain in my lady parts, sensitive skin, sensitive breasts and the list can go on.